Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis. (No results available since no evaluation performed) - device or procedural images not provided for review. (None) ¿ device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to lesion in the lad with 85% stenosis but resistance was noted and the stent could not cross. The physician removed the device and found it was deformed. The patient is good. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: deformation problem.

Event description:
Evaluation summary: the hypotube was kinked approx. 3.5cm distal to the end of the strain relief. The distal tip was flared indicating it may have been stubbed on advancement towards the target lesion. The stent was positioned correctly on the balloon between the inner shaft markers as per specification requirement. The 8th and 9th proximal stent segments were deformed. The balloon had not been inflated.